Manufacturer narrative:
This complaint was part of a episo-d study based in europe, which initially was thought of as an ide clinical trial. The event occurred in 2005 and was not entered as a complaint until 2006, at which point it was determined a reportable complaint.

Event description:
After ablation procedure, end stage of heart failure resulted in death (atrial fibrillation recurrences in 2005).